Event description:
Machine alarmed. Immediate catheter extraction was necessary. Small rupture of the catheter between tunnel and catheter hub.

Manufacturer narrative:
One 14.5f x 28cm hemo-flow catheter was returned for evaluation. The lumen was cut 4cm distal to the hub. A visual examination revealed a hole in the arterial side of the lumen at the lumen to hub junction that leaks when the device is flushed. The hole is only visible when the lumen is manipulated away from the hut. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. We are unable to determine the cause or factors that may have contributed to this event. An implanted catheter is exposed to many variables for which the manufacturer has no influence or control. These variables include but are not limited to: patient physiology, care and maintenance of the catheter by healthcare providers and the patient, exposure to site care agents and ointments, locking solutions, and off label uses such as medication administration. The longer the catheter is implanted and functioning properly the less likely a catheter's failure can be contributed to a manufacturing defect. The device involved in this event was implanted for 16+ months.